Manufacturer narrative:
Medications include but are not limited to: ranolazine, metoprolol tartrate, losartan potassium,a torvastatin calcium, tiotropium bromide, pantoprazole sodium, docusate sodium, polyethylene glycol, temazepam, ondansetron hcupf, hydromorphone hcl, labetalol hcl, acetaminophen. (B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore® excluder® aaa endoprosthesis has not been evaluated in the following patient populations: leaking: pending rupture or ruptured aneurysms. Additionally, the IFU specifies, events that may occur and/or require intervention include, but are not limited to: endoleak. Additionally, the IFU states, key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck and significant thrombus and / or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. The us clinical studies quantify significant thrombus as thrombus = 2 mm in thickness and / or = 25% of the vessel circumference in the intended seal zone of the aortic neck. Irregular calcium and / or plaque may compromise the fixation and sealing of the implantation sites.

Event description:
On (B)(6) 2016, this patient underwent emergent treatment for a ruptured abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure with no reported endoleak and good results. On (B)(6) 2016, the patient underwent reintervention for treatment of a proximal type I endoleak. A gore® excluder® aortic extender component was implanted proximally to extend coverage of the gore® excluder® trunk ipsilateral leg component. The endoleak was reported to have been caused or contributed to by circumfrential calcium; and placement of the trunk component not having been close enough to the renal arteries. The patient tolerated the procedure well and the endoleak was resolved.

Manufacturer narrative:
(B)(4). The gore excluder aaa endoprosthesis instructions for use (IFU) states, potential adverse events that may occur and / or require intervention include, but are not limited to: endoleak additionally, the IFU states under patient selection and treatment: gore recommends that the gore excluder endoprosthesis diameter be at least 2 mm larger than the aortic inner diameter (10 ¿ 21% oversizing) and 1 mm larger than the iliac inner diameter (7 ¿ 25% oversizing). The intended aortic inner neck diameter for the device involved ranges 19mm - 21mm.

Event description:
On (B)(6) 2016, follow up imaging for the patient determined a proximal type I endoleak.